Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experianced syncope during an episode of ventricular fibrillation. The patient self converted prior to therapy being delivered.